Event description:
The proximal stopcock of edsiii got cracked. Csf leak. Patient with high hydrocephaly (expansive intracranial process). External draining system needed. Edsiii replaced (new surgery). Sample available for investigation. Clinical consequence : infected ventricle (may be due to eds cracked). Incident reported to the (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.